Event description:
The hcp reported that he was concerned about pump failure as the pt was experiencing "no relief of pain." The pump was explanted and returned to the MFR approx 31 months after implant. The pump and catheter were replaced.